Manufacturer narrative:
The pump passed the displacement test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump received with peeling keypad overlay. Pump failed the self test due to missing segments/partial display. Missing segments due to cracked lcd controller (pcb 1).

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The corner of the insulin pump was peeling off about the chart button. The troubleshooting was not performed for. The insulin pump will be returned for analysis.